Manufacturer narrative:
Concomitant medical products: product ID 3889-28 ,lot# va080t8 , explanted: (B)(6) 2022, product type :lead ,ubd: 26-mar-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had their old stimulator and lead taken out and a new stimulator and lead placed that is MRI compatible.  Patient said, the stimulator battery was shot and it was done. When patient went to the surgeon for the first time they said the battery doesn't seem to be working but the lead seems to be ok. Yesterday dr. (B)(6) before the surgery said we are going to put all new product in. Patient requested they get full body MRI compatible product because they have liver disease where they have to get routine MRI's and cat scans. Patient needs an MRI in august. Caller said, after surgery yesterday the medtronic representative came in and said we have some bad news. One of the leads broke off and the doctor couldn't remove it. Patient was told that they are now not MRI compatible and they would need to go to a neuro surgeon to have the lead removed. Caller didn't know if the lead was broken when the doctor went in for surgery, or if the lead broke when trying to remove it. Patient mentioned dr. (B)(6) put in their other two implants. Dr. (B)(6) said they knew there was something wrong with the lead and stimulator. They looked at the flats (x-rays?) And knew something was wrong ((B)(6) 2022). Dr. (B)(6)didn't feel comfortable doing the surgery because the patient has a cardiac issue. The patient went to the new doctor mistry two weeks ago. The patient said they got a letter from medtronic saying they wanted the explanted product sent back. The patient said she told them yesterday they need to send the explanted product back.  Patient said they are going to their primary care physician today and they are going to ask for a referral for a neuro surgeon.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va080t8 explanted: (B)(6) 2022 product type lead upon receipt of new information, it was determined that the information in this MFR report pertains to 3004209178-2022-01594. All information in this event and any future new information will be documented and submitted in that report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.